Event description:
In this mitral valve case, in which an endodirect 24 fr was used, the aortic diameter was 29 mm on tee. Two purse-string sutures were placed in the distal ascending aorta at the intended cannulation site. The directflow aortic cannula was inserted through the right fourth intercostal space and its tip centered within the purse string sutures. The angle between the cannula and the aorta was judged to be slightly flatter than ideal. The incising dilator blade was deployed and the cannula inserted. Because of abrupt curvature of the aortic arch, the stabalization ring of the cannula was not fully flush with the aortic aortotomy. The surgeon attempted to push the cannula further and caused a slight extension of the aortotomy. He placed two additional sutures at the cannulation site and acheived good hemostasis. The mitral repair was completed. He also patch repaired the aorta. The patient recovered without sequelae.